Event description:
It was reported that while they were putting balloon pump on a patient, the cs300 intra-aortic balloon pump (iabp) shut down three times; and the balloon inflated prematurely. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and could not duplicate issue with balloon. The fse found the thermos with cable was shorting to the compressor case causing pump to intermittently shut down due to grommet being damaged. The fse replaced the cable and grommet. Unit passed all functional and safety test per factory specifications. The fse performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that while they were putting balloon pump on a patient, the cs300 intra-aortic balloon pump (iabp) shut down three times; and the balloon inflated prematurely. No patient harm, serious injury or adverse event was reported.